Event description:
It was reported that intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the office lost power, and the system could not be started up normally after the power was restored. The csr attempted to troubleshoot the issue, but the issue persisted with error 297 upon start up. The tse reviewed the logs and could only find battery issues. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse noticed that battery status indicator was flashing red and green, and errors 297 and 307 were found in the logs. The fse powered down the patient side cart (psc), disconnect all system power manager (spm) connections and then powered back on the psc for about one minute with no change. The fse reprogrammed the system, which resolved the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a incompatible system software. It can be resolved by reprogramming the system software.